Event description:
It was reported that an arteriotomy closure of the common femoral artery using a proglide device was attempted after an interventional procedure. Reportedly, resistance was felt when advancing the proglide device into the anatomy. The physician commented that he felt there was no hydrophilic coating as he could not advance the device past the guide wire port. Hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.(B)(6).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was could not be confirmed. Analysis of the returned device revealed that the foot and plunger were not deployed and dried blood was present on the device. Inspection of the sheath did not detect any damage. A guide wire was inserted into the sheath from its distal end and traveled the entire length of the sheath exiting at the guide wire exit port without any resistance indicating there was no issue with the guide wire lumen or with the movement of the device over the guide wire. Due to the insertion of the device into the anatomy and the disinfection process, which is a bleach and water bath which wears away the coating, it was not possible to determine if the hydrophilic coating was still present on the sheath. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.